Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with 2x24mm non-bsc balloon catheter. No patient complications were reported.